Manufacturer narrative:
UDI#: (B)(4). It was reported that while trying to move the robot arm to home position upon initialization of the device, multiple shutdowns occurred. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation all of these issues were due to a problem of the arm position which was out of limits. The most probable root cause of this event is that the robot was not well turned off during transport, therefore this can be considered as a use error.

Event description:
At approximately 9:30am prior to start of surgery, field service engineer attempted to move robot arm to home position when communication failure occurred. The field service engineer reinitialized the system, with 60 seconds unplugged and re-set emergency stop button, but communication failure occurred again at the same stage. The field service engineer attempted re-initialization one more time, but problem persisted. The field service engineer notified surgeon of the problem, transported rosa device to a different room, and performed manual release of joints j1-j6, which resolved the problem. Patient was in the room and anesthetized, no incision was made, no clinical consequences, estimated time lost was 20 minutes.